Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure using thermocool® smart touch¿ bi-directional navigation catheter. The patient experienced heart block av that required pacemaker implantation. Patient had an av-block during manipulation of thermocool® smart touch¿ bi-directional navigation catheter in the right ventricle (rv). No ablation was performed. Implantation of a temporary pacemaker was performed. Physician's opinion was that the adverse event occurred due to patient condition. Pvc (premature ventricular complex) ablation was performed. Patient fully recovered. Patient stayed overnight in the hospital for surveillance.